Event description:
It was reported that the lens had been scratched, the battery compartment had been broken, and a bubble had been observed on the dso seal. It had occurred during testing.

Manufacturer narrative:
One device was returned for investigation. It was reported that dso" through visual inspection, dso seal is separating from the plate and requires replacement. During investigation found the battery compartment and door were corroded and have cracks, lc d lens is also cracked. Found the remote dose connection damaged and hence replaced pwa. Motor was overdue for replacement and hence replaced. Performed dso/uso sensor calibration. Performed pvt, unit passes all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.